Manufacturer narrative:
This report is being filed on an international product, list number 07k76-78 that has a similar product distributed in the us, list number 07k76, with 510k exempt. All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased architect prolactin result generated by the architect i2000sr processing module for a patient. The following data was provided: customer¿s reference range: 3.46 to 19.40 ng/ml. (B)(6)2025 architect prolactin initial result = 34.74 ng/ml, repeat result = 4.68 ng/ml. (B)(6)2025 retest result = 35.31 ng/ml. No impact to patient management was reported.

Event description:
The customer observed falsely decreased architect prolactin result generated by the architect i2000sr processing module for a patient. The following data was provided: customer¿s reference range: 3.46 to 19.40 ng/ml. (B)(6) 2025 architect prolactin initial result = 34.74 ng/ml, repeat result = 4.68 ng/ml (B)(6) 2025 retest result = 35.31 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
The data and information provided by the customer were reviewed and supported the complaint issue without indication of any additional issues. A search for similar complaints did not identify an increase in complaint activity for lot 72187ud03. A review of tracking and trending for the architect prolactin assay did not identify any trends related to the complaint issue. A review of the device history record did not identify any non-conformances, potential non-conformances or deviations with lot number 72187ud03 and the complaint issue. In-house testing was performed utilizing retained reagent kit of the complaint lot. Testing met acceptance criteria indicating the lot is performing as expected. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified with the architect prolactin reagent, lot number 72187ud03.